Event description:
A caller reported that a replacement charging cord sent to him had issues with jiggling excessively during use, unlike his third-party charger. There was no reported adverse impact to the customer's blood glucose level. A new charging cable was sent to the customer.